Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. Nonconformances that could potentially be related to the complaint were contained in the associated DHR. The nonconformance documentation supports the affected device(s) were dispositioned appropriately prior to release of this lot. There is no evidence nonconforming product was released for distribution. In an effort to heighten awareness of the potential connection of the customers report to the current manufacturing processes production personnel were notified. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. A corrective action (CAPA) was initiated to further investigate device failure due to being unable to spray powder. This device is within the scope of the CAPA. The question responses indicate that the user did not occlude the proximal end of the catheter during advancement. The instructions for use states: "to limit fluid from entering the working channel of the catheter, temporarily occlude the proximal end of the catheter by placing a thumb over the red catheter hub, while advancing the catheter down the accessory channel." Additionally, the question responses indicate that the device was tested prior to use. The instructions for use states: ¿do not test device prior to insertion into endoscope accessory channel as this may increase risk of catheter occlusion.¿ prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action (CAPA) was initiated to further investigate device failure due to being unable to spray powder. The product said to be involved is included in the scope of the corrective action. A review of the complaint history was conducted. Quality assurance will continue to monitor for complaint trends. Additional comments regarding this report: based on the information provided that the user tested the device prior to use and did not occlude the proximal end of the catheter during advancement, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During an endoscopic procedure for a duodenal ulcer and gastrointestinal tract bleeding, the physician used a cook hemospray endoscopic hemostat. It was reported that when performing hemostatic powder release shots, the powder does not shoot into the gastric cavity [unable to spray - subject of report]. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.